Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported nursing accessed patient with power loc needle and felt a 'little give'. Collected blood, de-accessed patient and huber needle plastic broke. No patient impact reported. No further information was provided.